Manufacturer narrative:
(B)(4). Date of event estimated based on date of publication. Date of implant estimate based on date of publication. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Article attached: acquired peri-stent evaginations in a second generation durable polymer drug eluting stent. The xience prime referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted that the reported hypersensitivity and pseudoaneurysm are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event associated with coronary stenting. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
This event was captured based on literature review: acquired peri-stent evaginations in a second generation durable polymer drug eluting stent. It was reported that the procedure was to treat a chronic totally occluded left anterior descending artery (lad) at the 1st diagonal. Pre-dilatation was performed and the mini crush technique was used to deploy two 18 mm xience prime stents. The outcome was good. Planned 8 month follow-up revealed formation of evaginations, contributed to sensitivity to stent polymer, in a 5.6 mm long segment of the lad and mal-apposed stent struts. The patient was treated indefinitely with clopidogrel and aspirin. After 10 months, follow-up was without coronary events. No additional information was provided.